Event description:
A surgical technician reported that a laparoscopic grasper that had been used on a patient with hepatitis c was manually cleaned and then sterilized in a century small steam sterilizer. The grasper was then placed in an operating room for use in another procedure; but the hospital is not certain whether it was used during that procedure. After the procedure, the hospital staff realized that the internal chambers/ports of the grasper had not been opened during either the cleaning or sterilization process and were clogged. As a precaution, the hospital reported that they would notify the patient involved in the second procedure.

Manufacturer narrative:
A steris field service technician inspected the century steam sterilizer and verified that it functioned properly and passed all required tests including the dart air removal test and testing using a biological indicator. A steris clinical education specialist also visited the hospital. This hospital does not have an automated washer and cleans all instruments manually. The hospital has written procedures for processing this instrument, however, the staff did not know that the lumen of the grasper must be flushed during the cleaning process and were not cleaning the instrument according to the manufacturer's instructions. Steris recommended that the department review the cleaning and sterilization instructions for all their instruments and have their instruments thoroughly examined for proper cleaning and repaired or replaced if necessary. Steris will schedule in-service training with the hospital to provide training on washing and sterilization of reusable instruments.

Manufacturer narrative:
A steris account manager conducted an in-service on (B)(4) 2009.